Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient had calcified right iliac artery. Relay pro would not track. Physician attempted to track an 18fr gore dryseal sheath with no luck. He then chose to shockwave the right iliac artery. Post shockwave, he made the decision to insert a 22fr gore dryseal to track the relay pro through. Upon insertion of the dryseal, the patients right common femoral was ruptured. Patients groin was opened and repaired, and the physician chose to place a conduit to complete the thoracic procedure. A 10mm conduit was placed then 22fr gore dryseal was placed into the conduit. Relay pro was then placed through the dryseal sheath to proximal descending aorta and deployed without incident. Graft delivery system and dryseal sheath were removed and right groin was repaired and closed. Patient was taken off table with stable right groin and able to move all extremities. Upon follow up the next day 6/27/2024, I was informed that the patients common femoral ruptured again in recovery and she crashed. Physician was able to repair right femoral artery, but the patient is now not able to move her left arm and bilateral legs." Patient outcome: "patient is unable to move left arm and bilateral lower extremities."

Event description:
"Patient had calcified right iliac artery. Relay pro would not track. Physician attempted to track an 18fr gore dryseal sheath with no luck. He then chose to shockwave the right iliac artery. Post shockwave, he made the decision to insert a 22fr gore dryseal to track the relay pro through. Upon insertion of the dryseal, the patients right common femoral was ruptured. Patients groin was opened and repaired, and the physician chose to place a conduit to complete the thoracic procedure. A 10mm conduit was placed then 22fr gore dryseal was placed into the conduit. Relay pro was then placed through the dryseal sheath to proximal descending aorta and deployed without incident. Graft delivery system and dryseal sheath were removed and right groin was repaired and closed. Patient was taken off table with stable right groin and able to move all extremities. Upon follow up the next day 6/27/2024, I was informed that the patients common femoral ruptured again in recovery and she crashed. Physician was able to repair right femoral artery, but the patient is now not able to move her left arm and bilateral legs." Patient outcome: "patient is unable to move left arm and bilateral lower extremities."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.